Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the outflow wheel is spinning at high rate when shaver not activated, was unable to be confirmed. However it was found that the left and right doors were broken. The broken doors were replaced and the device was tested and found to be working according to specifications. User mishandling or a probable fall would have caused the broken doors. However, since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/29/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2021, it was observed that the outflow wheel was spinning at high rate even while the pump/ shaver device was not activated. During in-house engineering evaluation, it was determined that the left and right doors were broken on the device. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.